Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device only fired two rows of staples, one on each side of the cut line out of the six rows. They used sutures to complete the case. There was no adverse pt consequence.